Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle libre reader and no trends were identified that would indicate any product related issues. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device. A customer reported being unable to test due to the reader not powering on with button press or test strip insertion. As a result, customer obtained a blood glucose reading of 119 mg/dl on an unspecified meter, collapsed, experienced a loss of consciousness and was unable to self-treat. Customer had contact with a healthcare professional (doctor) and customer's daughter reported that customer was still being seen with the doctor at the time of call. No treatment was rendered or reported for this issue. There was no report of death or permanent injury associated with this event.